Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they reservoir had leak was past 1st o ring. Customer¿s blood glucose level was unknown. Customer stated that there was not an air bubble in the reservoir. Customer troubleshoot was not performed. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs. Performed pre-fill reservoirs test per dop114-811 and des8654. Found reservoirs no leakage and no air bubbles anomaly when removing the plungers. Also, performed manual test per dop114-811 appendix g and found plungers easy to release from stopper-plungers. (B)(4).